Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power cord connector was reseated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the dicom box was not working, which would result in a loss of the live image. No pt injury was reported.